Event description:
Per the clinic, the patient experienced a skin flap necrosis and tissue breakdown, the patient also experienced electrode extrusion posterior to the pinna. Subsequently, the patient was treated with topical antibiotics. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on february 16, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on april 24, 2024.